Manufacturer narrative:
It was reported to abbott that the patient had a lead repositioned due to ineffective stimulation. Rep reported being notified that the lead was just repositioned, not replaced on (B)(6) 2020. Patient was not getting left arm coverage. He is now getting adequate coverage however there are some high impedances. Effective therapy has been restored. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was not receiving adequate left arm stimulation. As a result, the patient underwent a lead revision procedure on (B)(6) 2020 wherein the lead was repositioned. Effective therapy was restored post-surgery.